Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they were getting a button error. The customer's blood glucose level was 88 mg/dl. They were advised to observe the time clock for one minute to verify if time advances. The customer stated that it was frozen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: no button error alarm noted. However act button did not respond due to corroded keypad trace. No frozen screen noted. Pump received with minor scratched display window, cracked case at display window corners and broken off reservoir tube lip.(B)(4).